Manufacturer narrative:
Initial.

Event description:
It was reported that insulin delivery on an ilet was suspended due to the libre 3+ cgm not being paired, resulting in a dosing stopped alert and a brief period of elevated glucose, with a highest reading of 191 mg/dl confirmed by fingerstick. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included resumption of insulin delivery after a fingerstick value was entered and guidance to start a new sensor, including pairing and warmup steps. Investigation included phone-based troubleshooting and education. Investigation of this case revealed that the cgm sensor had expired, was not paired to the ilet, and no fingerstick values were entered until the call, which led the system to suspend dosing as designed. It was concluded, based on previously established findings for similar reports, that user setup and use of device contributed to the event, and that the device performed as intended once the cgm was paired and a fingerstick value was entered.